Manufacturer narrative:
(B)(4). A loose connection is a known cause of this alarm. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during fill two in peritoneal dialysis. The home patient was connected at the time of the alarm. During troubleshooting, it was discovered that there was a loose connection. The technical service representative had the home patient disconnect from the machine. The technical service representative had the home patient cycle the power to clear the alarm and to setup with all new supplies. The technical service representative reviewed proper procedures with the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.